Manufacturer narrative:
Findings: unit received with no button response on all buttons due to flattened button dome switch (creased). Unit received with cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that all of the buttons have to be pressed very hard to get to respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.